Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer pulls the syringe plunger back until fill resistance and unable to pull back any further. There was no impact to the customer's blood glucose level.